Manufacturer narrative:
Explanation: customer was able to fix the problem while on the phone with beckman coulter technical support. (B)(4). Customer fixed the problem.

Event description:
On (B)(6) 2011, customer reported the wash concentrate bottle on the dxc 600 pro instrument was bubbling over from the lid onto the floor and the instrument also had "psi low" errors. Customer technical support (cts) assisted customer with troubleshooting the problem and advised customer to wear personal protective equipment before cleaning the leak. Customer stated that the wash solution canister was half full with bubbles inside. Customer replaced the wash concentrate bottle and pressed the stop function and home function on the instrument. Customer stated that the wash solution canister filled and there were no further leaks coming from the lid. No injuries were reported and no erroneous patient results were generated.